Event description:
The pt had no stimulation sensation on the left side. Impedance readings were >4000 ohms on some of the bipolar pairs. The low battery message appeared during the programming session. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).